Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information - it was reported that the patient presented remotely. Review of the transmission revealed further oversensing on the right ventricular lead. The lead was then explanted and replaced. During the replacement procedure, externalized conductors were noted between the superior vena cava coil and the right ventricular coil. The patient was in stable condition.

Event description:
Additional information - it was reported that there were 3 more episodes of noise oversensed on the right ventricular lead seen on (B)(6) 2021. The patient presented to clinic, where noise was not able to be reproduced with isometrics. Lead replacement was discussed but did not occur.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an alert for a non-sustained right ventricular oversensing event. It is believed to be a result of lead noise on the right ventricular lead. The patient was asymptomatic and will continue to be monitored.